Event description:
According to the reporter, on a laparoscopic procedure, at the time of closing, the thread broke. An additional suture was used without issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.